Event description:
The fixaor was applied in 2004 for treatment of a club hand (radial application). Five days later the pt's family member informed the doctor's office that something had "popped" and that the pt's wrist had dropped. The pt returned to the doctor's office the following day and the doctor reapplied the fixator. Per the rep, the doctor noticed that the fixator was sliding off of the bone screws so he retightened it. Pt's family member called the doctor's office again that evening stating that the fixator "disengaged" again. The pt returned to the doctor's office 2 days later and it was noticed that the gear connecting nut came out from the center of the gear and the fixator fell apart. The doctor replaced the fixator with another one he had in his office. The paperwork received from the doctor's nurse indicated that the pt had lost alignment, but no other details were given.